Event description:
It was reported that the cordless driver 2 would not stop running at the user facility. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the cordless driver 2 would not stop running at the user facility. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event was not duplicated; however, the service technician confirmed a non-stryker repair had affected the electronics of the device including the motor and asic motor controller.